Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead 2009 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the device has an excessive charge time and that eri (elective replacement indicator) not triggered even though, the battery voltage is equal to the voltage needed to trigger eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.